Event description:
During the initial implant procedure, the right ventricular (rv) lead was connected to the device, no sensing and low defibrillation impedance were observed. The lead was connected to the pacing system analyzer and the measurements were acceptable. A new device was selected and the event was resolved. The patient is in stable condition.

Event description:
Additional information was received that increased pacing impedance and increased defibrillation impedance were observed on the device.

Manufacturer narrative:
The reported complaint of header anomaly, failure to sense and low defib impedance were not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Mechanical evaluation of header and setscrew was performed and no anomalies were noted. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.

Manufacturer narrative:
The reported complaint of header anomaly, failure to sense and low defib impedance were not confirmed. The device was received in normal range of operation. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header and setscrew was performed, and no anomalies were noted. Further electrical testing was performed and found to be normal. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range.